Event description:
The pt reported that her infusion device screen went blank and she heard a beep. The pt reported that she was aware of the recall and did not know how long the power pack had been in use. The pt was advised to replace the power pack with a corrected power pack. Upon follow up with the pt, the pt reported that the device functioned correctly with the replacement power pack. The pt did not experience any blood glucose concerns. The pt did not require medical treatment from a healthcare professional of second party to address the issue. The pt discarded the product; therefore, the lot number and expiration date are not available and the product is not available for evaluation.

Manufacturer narrative:
No product will be returned for revaluation.